Event description:
It was reported the programmer screen is "fried." It is difficult to see when doing an interrogation. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. Screen intermittently changed color; lvds (low voltage differential signal ) printed circuit board assembly that connects to the display needed to be reseated. Analysis also found a loose ECG (electrocardiogram) connector ona printed circuit board assembly. System error found in the programmer error log. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).